Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated an r-wave amplitude measurement issue. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nerve and pocket stimulation. The right ventricular (rv) lead was noted with increased threshold to high values and dropped r-waves to low measurement. Reprogramming was performed. Subsequently, the lead was explanted and replaced. No further patient complications have been reported as a result of this event.